Event description:
The following article was received based on literature review. Article: treatment outcomes comparing the paul and baerveldt glaucoma implants after one year of follow-up. A retrospective comparative study was done to compare efficacy and safety profiles of the paul glaucoma implant (pgi) and baerveldt glaucoma implant (bgi) in the treatment of medically uncontrolled glaucoma at 1 year of follow-up. A total of 50 patients (n= 50 eyes) were included and were divided into those implanted with pgi (n= 23 eyes) and bgi (n=27 eyes). Both groups with glaucoma implant types were implanted in the superior temporal quadrant, with the tube inserted into the anterior chamber (ac), the sulcus, or the vitreous cavity. Complications included: early postoperative complications included: choroidal effusion (n=3) hyphema (n=3) vitreous cavity bleeding (n=2) new onset corneal decompensation (n=1) stent exposure (transconjunctival) (n=1) wound leak (n=1) late postoperative complications were: shallow or flat anterior chamber (ac) (n=1) choroidal effusion (n=3) hypotony maculopathy (n=2) hyphema (n=3) vitreous cavity bleeding (n=1) increased lens opacity (n=1) new onset corneal decompensation (n=2) requiring corneal surgery during follow-up (n=1) stent exposure (transconjunctival) (n=1) in the bgi group, the vision change (loss of more than 2 snellen lines; n=5) was related to glaucoma progression (n=2), persistent hypotony (n=1) which resolved spontaneously, corneal decompensation (n=2, one of which was the one with intravitreal bleeding). A copy of the article is provided with this report.

Manufacturer narrative:
Section a2: mean age 54 ±16 years. Section a3a: 13 (48 %) female and 14 male (52 %) patients). Section a5 (race): white, 25 (93%) patients. Sections a3b, a4, and a5 (ethnicity): information unknown/not provided. Section b3: date of event: article acceptance date: january 20, 2024. Section d4: model #: unknown, as product serial number was not provided. Section d4: catalog #: unknown, as product serial number was not provided. Section d4: serial #: unknown/ not provided. Section d4: expiration date: unknown, as product serial number was not provided. Section d4: UDI #: unknown, as product serial number was not provided. Section d-6a: date implanted: unknown/ not provided. Section d-6b: date explanted: na - device remains implanted. Section e1: telephone number: unknown/not provided. Section h3: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as product serial number was not provided. Citation: berteloot, s., barao, r. C., pinto, l. A. (2024). Treatment outcomes comparing the paul and baerveldt glaucoma implants after one year of follow-up. Glaucoma journal, volume 33, number 8 (594 - 600). Doi: 10.1097/ijg.0000000000002366. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.